Event description:
#Medwatcher #(B)(4). 5 days after having essure implanted I started having severe level 10 stabbing pains in my lower stomach. This sometimes lasts for 10 minutes sometimes 2-3 weeks. My periods are horrible, cramping and bleeding every 12-16 days. In the last 4 years I have experienced. Bloating to where I look pregnant, joint pains. Burning in arms, hands and feet. Tingling in hands, arms, and feet. Tooth decay and lost teeth. Bruising all over my body for no reason. The taste of salty metal in my mouth constantly. Fatigue all the time. Continuous foggy head. Rashes. Lower back pain. Pain during intercourse. Complete loss of sex drive. Constant pain. Throwing up on a daily basis. Tremors and constant shaking. Hot flashes all the time.